Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has experienced a burning sensation at the ipg site for the past month. Diagnostic testing of the system yielded normal findings. Surgical intervention may be pending to address the issue.